Event description:
It was reported that the device lost power while monitoring a pt on a cardiac arrest call. The health professional at the scene informed that the device use had no adverse effects on the pt as an asystole ECG rhythm was assessed initially and it remained throughout the call. Defibrillation therapy was not required during the event. The pt was not revived. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.